Manufacturer narrative:
The subject device at this time has not been provided for evaluation. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned though implant patient registry that a patient with a 23mm 3300tfx aortic valve implanted for 4 years 9 months underwent redo valve replacement due to severely thickened leaflets, some level of chronic thrombus with severe stenosis and mild to moderate eccentric insufficiency. A 25mm 3300tfx valve was implanted in replacement. The patient was taken to the ICU in stable critical condition. Per medical records: a pre-procedural tee the 23mm 3300tfx appeared small for the patient's body habitus, with evidence of severe stenosis and mild to moderate eccentric insufficiency. The patient underwent redo avr with an annular enlargement. The post procedure tee confirmed a mean gradient of 6mmhg across the aortic prosthesis, no paravalvular leak and normal biventricular function. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Updated sections: d4 expiration date, h4, h6 type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
Updated sections: a4, b5, b6, b7, h6 health effect - clinical code, device code(s), and type of investigation.

Event description:
It was learned though implant patient registry that a patient with a 23mm 3300tfx aortic valve implanted for 4 years 9 months underwent redo valve replacement due to severe aortic stenosis and moderate ai secondary to calcification, severely thickened leaflets, some level of chronic thrombus. The patient presented with chronic heart failure with preserved ejection fraction. A 25mm 3300tfx valve was implanted in replacement. The patient was taken to the ICU in stable critical condition. Patient was discharged to home/self care on pod#6. Per medical records: a pre-procedural tee the 23mm 3300tfx appeared small for the patient's body habitus, with evidence of severe stenosis and mild to moderate eccentric insufficiency. The patient underwent redo avr with an annular enlargement. The post procedure tee confirmed a mean gradient of 6mmhg across the aortic prosthesis, no paravalvular leak and normal biventricular function. Pathology explanted aortic valve : sections of the decellularized valve tissue demonstrating prominent calcifications